Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. There was reportedly sound upon battery insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: the reported blank display screen was not duplicated during investigation. The pump powered on normally and displayed the verify screen. Unrelated to the complaint, the battery compartment was found to be cracked at the opening, down to rubber bumper. Also unrelated to the complaint, the battery cap was found to be stripped on the top and was difficult to remove. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).